Event description:
The customer reported that following a diagnostic catheterization on october 28, 1999, the physician had difficulty removing the vasoseal vhd guidewire from the pt's groin. The guidewire and dilator were eventually removed with no adverse event to the pt. The physician stated that the guidewire looked frayed. Manual compression was held and no complications were reported.